Event description:
Pt on ventilator. Ventilator went inop. Alarm went off. Display window code err-ef. Pt alert, breathing spontaneously sat's unchanged. Ventilator changed. No adverse effect / outcome for pt.